Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose over 400mg/dl. The customer was experiencing unexplained high glucose for several days. Troubleshooting was performed. The customer stated that he ate lunch and treated with the insulin pump. Then he started feeling sick and asked his wife to take him to the hospital. Reviewed the time and date and found that the date was incorrect. Assisted the customer to correct the time on the insulin pump. Performed a high pressure test and passed. No further info was provided.